Manufacturer narrative:
The investigation for the high purge pressure and low pump flow (as evidenced by suction alarms) has been completed. Data logs were not returned for investigation. Returned product was inspected, and after soaking the pump, there was what appeared to be biomaterial inside the cannula near the impeller. Additionally, there appeared to be potential signs of biomaterial below the impeller in the purge gap. However, when the pump and purge cassette were primed and run in a bucket for several hours, high purge pressure did not reproduce and pump flows were within specification. Clinical details report that tissue plasminogen activator (tpa) was not run in the purge, but that material was removed from the pump after explant. Since data logs were not available and the returned product did not reproduce the issue, the root cause of the high purge pressure could not be determined. Clinical details stated that suction alarms occurred. However, when the pump and purge cassette were primed and run in a bucket for several hours, low flows did not reproduce. Clinical details report that position was confirmed with echo. Additionally, material was removed from the pump after explant. Since data logs were not available and the returned product did not reproduce the issue, the root cause of the low pump flow could not be determined. Added h6 impact code 4644 added, h6 med dev prob code 1248.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock and hemodynamic decompensation was implanted with an impella cp device for mechanical circulatory support and experienced high purge pressure. The patient was intubated, vasoactive drugs were administered, and diagnostic catheterization and angioplasty of the left main coronary artery was performed. An intra-aortic balloon pump (iabp) was placed after revascularization and due to poor evolution, it was decided to escalate to an impella cp device which was successfully implanted. However, during transfer from the catheterization lab to the intensive care unit, the purge pressures started to increase, and the purge flow was reduced. At the same time, suction alarms started with reduced peak systolic ventricular curve, raising suspicion of malposition or thrombus. Position was checked by echocardiogram. The purge pressure was about 1000 mmhg with low purge flow. The possibility of thrombolytic treatment was considered but given that the patient was unstable, and the thrombotic suspicion was not so strong, it was considered a better and quicker option to replace the impella cp device, which was completed without incident. Material suggesting the presence of tissue debris was removed from the explanted impella inlet. The patient was reported to be in critical condition following this event.